Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed failed battery test. Customer's blood glucose was 216 mg/dl. Customer inserted two new batteries and alarm continued to occur. Customer stated the battery cap, battery compartment, or springs were not damaged, corroded, nor missing. Customer was advised to clean battery compartment. The device alarmed again. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarms were noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.